Event description:
At the out patient infusion center, a primary and secondary tubings were appropriately set up using an alaris pump. The nurse was attempting to back flush the fluid into the secondary tubing for infusion of carboplatin (chemo) with ns from the primary. The secondary was programmed to run as the primary infusion. It was very difficult to prime. Manual forceful pressure had to be used to eventually prime the secondary set. There was no harm to the patient other then a delay in the infusion.======================manufacturer response for bbraun IV tubing (orange caps) for alaris pump, (brand not provided) (per site reporter).======================the manufacturer is currently working with scripps corporate leadership.